Manufacturer narrative:
The reported guide wire was received for analysis. The guide wire was fractured, and the spring tip was not returned. Scanning electron microscopy identified evidence of a torsional fracture of the guide wire due to contact from a spinning oad. The orbital atherectomy system instructions for use states, "do not come within 5 mm of the proximal end of the viperwire guide wire spring tip with the distal end of the oad drive shaft. If the distance between the shaft tip and the viperwire guide wire spring tip is insufficient, the shaft tip may contact the guide wire spring tip and result in dislodging the guide wire spring tip. Use fluoroscopy to monitor movement of the shaft tip in relation to the viperwire guide wire spring tip." At the conclusion of the device analysis, the reported event of a guide wire fracture was confirmed. The reported event of an unusual sound was unable to be conclusively confirmed as the oad was not returned for analysis. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID#: (B)(6).

Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. (B)(4).

Event description:
During a procedure, csi coronary orbital atherectomy device (oad) and viperwire guide wire were used to treat a lesion in the right coronary artery (rca). The lesion was calcified, 90% stenosed, and located in an area of the vessel that was 1.5-3.0 millimeters in diameter with slight tortuosity. The oad was placed at the distal edge of the lesion, and three treatment passes were performed in a distal-to-proximal direction. Imaging was performed, and additional treatment with the oad was needed. The oad was advanced to the distal edge of the lesion using glideassist mode. At that time, the spring tip of the viperwire guide wire was located near to the distal edge of the lesion, and it contacted the oad. An abnormal sound occurred, and the guide wire fractured. Attempts were made to retrieve the fractured spring tip, however, the fragment flowed to a more distal location. Blood flow was good, and it was decided to cease attempts to retrieve the fragment. The fragment remained in the vessel. The procedure was completed with balloon angioplasty and stent placement the patient condition was good following the procedure.